Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v096733, implanted: (B)(6) 2008, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a loss of therapy and a loss of stimulation about a week or so ago. The patient sees poor communication a couple of days ago when attempting to connect pp(patient programmer) with and without the antenna. It was noted no symptoms were reported. The patient was diagnosed with urinary dysfunction/sacral nerve stimulation. It was later reported that compatibility guidelines were requested for MRI. The patient was calling back after previous related call to notify manufacturer that the hcp (healthcare provider) confirmed her ins (stimulator) battery had reached eos(end of service). It was confirmed that this was normal battery depletion and no allegations were made regarding the battery longevity. Caller was wondering if she can have MRI or diagnostic ultrasound now that her battery was dead. No suspected problem with the manufacturer device or therapy. Reason for MRI was because she was having a lot of pain issues with the low back going to the hip and she was going to see the hcp on friday. Patient services inquired if the patient or hcp feels this pain was related to the neurostimulator therapy and she initially states no. They haven't thought that however then the patient described the pain as going right across where the stimulator was and was "right in that area". She had low back pain for a while but was starting to go down to the right hip and had been getting gradually worse. The patient had been getting injections in her low back. She also has a lot of pain in her shoulder and knee but confirmed these pains were not related to neurostimulator. The changes in therapy/symptoms were consider gradual. Patient told the manufacturer representative about the reported pain a few months ago and the representative did not think it was related to neurostimulator. Additional information received from the patient reports the steps taken to resolve the poor communication with the patient programmer as well as the lack of stimulation sensation was the patient was walked thru the steps. The patient was instructed to call her doctor and discussed with them. Additional information received from the consumer reported that she had her doctor check if the implantable neurostimulator was pushing on any nerves. The doctor told the patient that the device was pushing on s1/s2 and this could be the cause of the patient's hip pain. The patient reported that since her ins therapy stopped her urgency and frequency had resolved. It was repeated that the unit was dead for two months now. She was going to have it taken out. It was pressing on her sacral nerves and causing severe pain. The patient was implanted for urinary dysfunction.